Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. In 9 days the consumer sought medical treatment for a mass on the ear. It was incised and drained and was given an antibiotic. The consumer returned two more times with no relief and the antibiotic was changed. About 14 days after the consumer had same day surgery to drain and repair the abcess and was again placed on antibiotics.